Event description:
It was reported that a pump alarming no disposable clamp tubing was experienced. Alarm silenced and pump settings verified along with medication label. Pump turned off and back on. Restarted but alarm returned with no disposable pump won't run. Pump turned back off, line clamped, cassette removed, and tubing massaged. No air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Alarm continued. Pump turned back off, line clamped and instructed to contact clinic when they open this morning. Patient not affected. No additional information available.